Event description:
Related manufacturing reference number: 2017865-2023-50468. It was reported the patient presented with right ventricular and atrial leads which were explanted and replaced for unknown reasons. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.